Event description:
It was reported that there was a disconnection between the patient catheter adapter of a minicap extended life pd transfer set and the titanium adapter which resulted in a leak. This occurred at the patient¿s home during ¿the 5th process step¿ of peritoneal dialysis (pd) therapy. This was further described as ¿it came loose while sitting at home; detected fluid and looked down and the catheter came apart¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received for b5: it was further reported that there was no disconnection between the transfer set and titanium adapter. Should additional relevant information become available, a supplemental report will be submitted.